Manufacturer narrative:
A philips field service engineer (fse) was dispatched. The fse used a simulator to test the functionality of st and the device alarmed as expected. The speaker testing passed, as well.the clinical configuration and clinical audit logs were obtained by the fse, however the physio data was no longer available since over seven days elapsed. The log data was reviewed by the fse and the csdc and it was verified that there was no st alarming found in the logs. The csdc explained to the customer that st alarms are always yellow alarms and have to have 60 seconds of st elevation before alarming. The csdc further explained to the customer that lead placement of the v lead may have been inaccurate and, because of this, the st may not have been as high has +2.0. Due to the limited wave data, less than 60 full seconds, further analysis is not possible and the issue cannot be confirmed. The customer declined to quarantine the device and found the testing and explanation satisfactory. The device remains in use.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the monitor did not alarm for st changes when the patient was having a stemi (st-elevation myocardial infarction) and subsequently passed away. [The death is reported under a separate report.]

Manufacturer narrative:
Updated narrative: a philips field service engineer (fse) was dispatched. The fse used a simulator to test the functionality of st and the device alarmed as expected. The speaker testing passed, as well. The clinical configuration and clinical audit logs were obtained by the fse, however the physio data was no longer available since over seven days elapsed. The log data was reviewed by the fse, the clinical solutions delivery consultant, a philips product support engineer, and philips senior clinical product specialist. The clinical audit log provides a chronological record of the alarms and actions. The clinical audit showed that the st analysis and ste analysis were switched off on december 27, 2024 at 01:28:43 for bed c02-01. There is no indication that the st analysis were switched back on. Per the intellivue mp20/30, mp40/50, mp60/70/80/90 instructions for user for release m with software revision m.0x.xx (453564670981), ¿the information printed on the recording strip includes the patient name and mrn [medical record number], bed number, date and time of recording, recording speed, and (except when the information is printed above the waves) recording code. Active alarm and inop messages as well as numerics for all currently monitored measurements are also printed.¿ recording strips were provided and reviewed and no st numerics are displayed. No st alarms were displayed in the clinical audit log because st analysis and ste analysis were switched off. The clinical audit log also shows both st alarms and ste alarms were switched on three times on (B)(6) 2024. When a measurement is off, the monitor stops data acquisition and alarming for the measurement. Hence, no st or ste alarms were generated by the monitor. The reported problem was not confirmed. Information is being provided to the customer to resolve the issue and the device remains in use.